Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
Additional information received from the manufacturer¿s representative reported that the lead was potentially not working (¿or it could be the extension¿). It was noted that a revision was to be performed but had not yet been scheduled.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were going to a case to test and attempt to resolve the high impedances. According to the rep, the physician planned to open at the lead/extension connection and test the lead using the multi-lead trialing cable, and may replace the extension.

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# j0542933v, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and post lumbar laminectomy syndrome. Caller said patient was getting implantable neurostimulator (ins) replacement at the time of this report, but in checking impedance, caller noticed when using electrode 1 as reference, everything is >40k ohms, except electrode#2 is 864 ohms, 1 is 864 ohms when electrode 2 is used as reference. When 0 was used as reference 4<(>&<)>6 >40k ohms, and 4<(>&<)>7 is >40k ohms. When electrode 6 was used everything was less than 40k ohms, but 4 <(>&<)>7 was >40k ohms. Caller said she did not had extension, and she only had 1x8 leads with her. Representative said patient reported therapy was being good. The high impedance was observed preoperative, intraoperative and post operative. Patient did not report any experience of high impedance, the cause of high impedance not determined. They were checking impedance pre and intro operative at 3v. No actions were taken to resolve high impedance as patient was getting some relief and considering a full lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.